Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review "ankle arthrodesis using the taylor spatial frame for the treatment of infection, extruded talus and complex pilon fractures", one patient suffered from a non-union after external fixation treatment with the taylor spatial frame system. The non-union occurred in a patient who sustained a non-reconstructable pilon fracture with a massive bone loss of 180mm after a cycling injury. The issue was treated with a hindfoot fusion nail and went on to successful union. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinical documentation and patient specific information, a thorough medical investigation cannot be performed. The patients¿ outcomes beyond the additional surgery which was stated in the article cannot be confirmed. Further, it cannot be concluded that the issues were caused by a mal-performance of the product. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).